Event description:
It was reported that during the procedure, dilatation was performed in the mildly tortuous and heavily calcified left anterior descending artery (lad) using two non-abbott balloons. During pre-dilatation, both balloons ruptured due to the calcification. Intravascular ultrasound could not cross the lesion. A 2.5x18 xience v stent delivery system was advanced with resistance to the lad and the stent was deployed successfully. No resistance was felt during removal of the stent delivery system from the anatomy. A 2.5x15 xience v stent delivery system was advanced with resistance and the stent was deployed in the proximal segment of the lesion. No resistance was felt during removal of the stent delivery system from the anatomy. A non-abbott dilatation catheter was advanced to perform post-dilatation but the dilatation catheter could not cross; therefore, a new non-abbott balloon was used to perform post-dilatation and the procedure was completed. The following morning, the patient developed chest pain and segment elevations. Thrombosis was confirmed at the ostium of the lad. Dilatation was performed. An unsuccessful attempt was made to cross an aspiration catheter. The device was removed from the anatomy and dilatation was performed. A 3.0x23 xience v stent was deployed overlapping the previously implanted xience v stent for treatment of the thrombosis. An intra-aortic balloon pump (iabp) was inserted due to poor distal blood flow. Post dilatation was performed in the lad and the left circumflex artery using a kissing balloon technique.

Event description:
Subsequent to the initial medwatch report, additional information indicates that during the procedure dilatation was performed in the mildly tortuous and heavily calcified left anterior descending artery (lad) using a non-abbott balloon(2.25x12). The lesion was not dilated enough and an intravascular ultrasound was unable to cross the lesion. The physician changed to a new 3.0x9 non-abbott balloon and dilatation was performed at 16 atmospheres. The physician exchanged the guiding catheter, and attempted to deliver the xience v 2.5x18 and xience v 2.5x15 with a micro catheter and anchor balloon technique. Although resistance was felt during advancement, both stents were deployed successfully at 16 atmospheres. No resistance was felt during removal of the xience v stent delivery systems from the anatomy. Unsuccessful attempts were made to advance non-abbott dilatation catheters (2.25x12 and 3.0x9) to perform post-dilatation. A new non-abbott balloon was used to perform post-dilatation; however, balloon rupture occurred due to calcification, and dissection occurred at the ostium of the lad and left main trunk. Post-dilatation was completed using a non-abbott balloon(2.75x15). The procedure was completed. No treatment was provided for the dissection. Heparin was discontinued at the conclusion of the procedure. The remainder of the reported information that occurred the following day remains unchanged from the initial medwatch report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The iabp was removed the following day. Reportedly, the physician stated that during the procedure the previous day, a dissection had occurred during dilatation in the left main trunk but treatment was not provided because the calcification was heavy and the physician did not feel that thrombosis would occur. Additionally, the physician stated that the cause of the thrombosis is reduced heparin during the procedure and the patient did not take prescribed plavix post procedure. There was no reported adverse patient sequela; however, the patient remains hospitalized. No additional information was provided. Stent: 2.5 x 18 mm xience v. Heparin. The 2.5 x 18 mm xience v indicated is being filed under a separate medwatch MFR number. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was mildly tortuous and heavily calcified, which may have contributed to the resistance. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Dissections and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).